Event description:
During the implantation procedure, the coil on this lead got stretched out. Reportedly, there was difficult venous access. Therefore, the lead was not implanted.

Manufacturer narrative:
Coils stretched during implant procedure, the lead was not implanted. The analysis on this device is pending.